Event description:
Customer called to report a blank display screen on the insulin pump. It was also reported that customer is experiencing high blood glucose levels. Customer's blood glucose reading was between 200-300 mg/dl. Troubleshooting was done. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.